Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and recurring insulin flow blocked alarm. The customer blood glucose level was 462 mg/dl at the time of incident. Troubleshooting was declined for high blood glucose level and insulin flow block. The customer also reported that the have tried all the remedies. The insulin pump will not be returned for analysis.